Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that it has been communicated that no additional requested information was provided, and the patient¿s current health status is unknown. Without the requested clinically relevant information, the clinical root cause of the reported knee swelling, and unspecified infection cannot be definitively concluded. Patient impact beyond the reported infection, swelling and revision cannot be determined. No further clinical medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, loss of sterility/contamination and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2011, the patient experienced infection and swollen. This adverse event was solved by a synovectomy to removed the lgn ps high flex xlpe sz 3-4 13mm and washed the joint out using betadine and peroxide on (B)(6) 2021. It is unknown the current health status of patient.

Manufacturer narrative:
Internal complaint reference (B)(4).